Event description:
The alaris IV pump screen read "system error" there was a burning smell and upon inspection of the pump, the metal chain holding the instruction card for the pump was lying across the electric conductors for additional components of the pump. The chain melted into the plastic of the pump. Electrical measurements were taken. There were 3 volts measured at pins 6, 8, and 11 and 8 volts measured at pins 2, 13 and 14 of the iui connector.there was no visual damage to the pins on the connector only to the case and the ground screw. Cardinal did not believe there was enough current on the pins to melt the plastic and thought there might be a problem with the pump.